Event description:
Follow-up was provided that the pain was at the generator site and random, and was like the device was rubbing against his bone. However, it is unclear if this information is relevant to this event from 2011 or the patient's more recent report of pain (reported on MFR report # 1644487-2018-00672). No additional or relevant information has been received to date.

Event description:
It was clarified that the previous report in supplemental report #1 was in fact referring to information in MFR report# 1644487-2018-00672. Therefore any new information on that event will continue in that report number. For the events in 2011 after surgery, no additional information was able to be provided as the patient saw a different physician at that time.

Event description:
Clinic notes were received which stated that in 2011, the patient required admission for pain control after 2011 replacement. Operative notes from the 2011 surgery showed no complications. No additional or relevant information has been received to date.